Manufacturer narrative:
E1: patient city: (B)(6), patient country: poland. Establishment name: (B)(6), country: united states of america, post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing detachment on (B)(6) 2026 while normal wearing. The infusion set tubing came apart at connection of cannula.